Event description:
Customer reported receiving a low glucose reading (177 mg/dl) from their freestyle lite meter which is lower than she felt. Customer reported experiencing symptoms of hyperglycemia and dizziness. Customer reported going to south shore hosp where they obtained a glucose reading of 488 mg/dl with their hcp meter. Customer was being diagnosed with severe hyperglycemia and treated with intravenous fluid and insulin. There is no report on diagnosis, death or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.